Event description:
It was reported that during a lap radical nephrectomy procedure, the third reload the device locked out. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Wedge band bypass. The analysis results found that the device was returned in good visual conditions and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/4 fired and the left side was fully fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found normal; however, the sled was found damaged. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.